Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 16815259. Product family: scs-linear leads; upn: m365sc2316700; model: sc-2218-70; serial: (B)(6); batch: 17186314/17139934.

Event description:
It was reported that the patient was having increase implantable pulse generator (ipg) charge burden and leads high impedances which caused the patient to experience inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient is doing well postoperatively. The explanted device components will not be returned per facility policy.